Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran service methods, which passed. Quality controls were within range at the time of event. Siemens headquarter support center (hsc) specialist evaluated the instrument data. Hsc concluded that the cause of the discordant, falsely low creatinine result was due to carryover of urine from the aliquot probe or drain into the next sample aliquot. The carryover was due to buildup of gel in the drain, which caused reduction in vacuum in the drain line and poor washing of the probe. Gel buildup is caused by poor sample processing. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cse replaced the aliquot probe and drain proactively. The aliquot probe was worn. The cse aligned the probe and ran a quick check, which passed. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low creatinine result was obtained on one patient sample on the dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine result.